Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic left ventricular tachycardia ablation procedure for premature ventricular contractions with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient became hypotensive and a tamponade was confirmed via body surface ultrasound. Pericardiocentesis yielded 130cc. Patient was reported to be in stable condition. Patient required an extra night of observation to monitor stability. Patient was fully recovered. There were no factors cited that may have contributed to the adverse event. Physician indicated that ablation was not the cause of injury, as the injury occurred during mapping phase. Physician provided no further causality opinion. Transseptal puncture was performed with a st. Jude medical brk-1 transseptal needle. There is no sheath information. Generator parameters were not reported, as the adverse event occurred during mapping. Irrigated catheter flow was set on 2cc/min during mapping. The patient did not receive anticoagulants during the procedure. Spi value was not reported. Thermocool smarttouch bi-directional navigation catheter was not in close proximity to another catheter. Thermocool smarttouch bi-directional navigation catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 piu. Carto 3 system did not indicate to re-zero the ablation catheter. There were no errors reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
Manufacturer's ref. No: (B)(4). It was reported that a female patient underwent an idiopathic left ventricular tachycardia ablation procedure for premature ventricular contractions with a thermocool smarttouch bi-directional navigation catheter and suffered a cardiac tamponade requiring pericardiocentesis. During mapping phase, the patient became hypotensive and a tamponade was confirmed via body surface ultrasound. Pericardiocentesis yielded 130cc. Patient was reported to be in stable condition. Patient required an extra night of observation to monitor stability. Patient was fully recovered. The returned device was visually inspected and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and generator test and it was found within specifications. A deflection test was performed and the catheter passed. The catheter was evaluated for eeprom, and the functionality of the sensors of the catheter were tested on the carto 3 system. The catheter was recognized by the carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The force features was evaluated and passed. Finally, an irrigation test was performed and the catheter passed, no occlusion was observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The instructions for use (IFU) states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.